Event description:
The complainant stated that the sidecom functions are not working, including nurse call.

Manufacturer narrative:
The facility has not completed repairs. A follow up report will be sent once the customer discloses their investigation.